Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose level was 277-278 mg/dl. Reportedly, customer cleared alarm and insulin delivery was resumed successfully.